Event description:
Screw head broke during implantation in the mandible. There was indication that screw could have broken due to over torque during insertion.

Manufacturer narrative:
Product was discarded by the user.